Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were scale marking issues found on a bd posiflush¿ sf saline syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported there were scale marking issues found on a bd posiflush¿ sf saline syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer team. Upon visual inspection of the samples, the barrel label was observed missing. The barrel label provides the scale marking and product content information including the lot number and expiration date. A device history record review did not reveal any issues during the production of the lot number 8075694 that could have contributed to the missing label. It has been determined that the missing barrel label is a result of a failure in the vision camera machine, which should have detected the faulty product. The vision camera may pick up the reflection of the machine, which causes the camera misread a barrel on the label. In response to this complaint, corrective action will be taken which includes updating the camera system to block machine reflections. Investigation conclusion: based on the investigation the root cause for missing barrel label, is the vision camera picking up a reflection from the machine which causes the camera to think that the barrel has a label.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported there were scale marking issues found on a bd posiflush¿ sf saline syringe. There was no report of exposure, serious injury or medical intervention.